Event description:
Reportedly, the pacemaker reached unexpectedly the recommanded replacement time.

Event description:
Reportedly, the pacemaker reached unexpectedly the recommanded replacement time.